Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic during follow-up with the device in backup vvi. Patient was asymptomatic. A device download was successfully performed.